Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The visual inspection was not performed due to the device not being returned. The visual inspection was not performed due to the device not being returned. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that ¿70% of the contrast agent leaked from the tip of the subject balloon, preventing balloon inflation¿. Additional information provided by the customer indicated it was unknown if resistance was noted when taken out of dispenser hoop/protective tube, if continuous flush was given when taken out of the hoop, if any abnormalities such as air, leaks, or poor expansion was noted when the balloon was expanded outside the body, if a 1cc syringe was used to inflate the balloon inside the body and if continuous flush was set up and maintained throughout the clinical procedure. It was also unknown how tortuous the patient's anatomy was. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported issue ¿balloon leaked during use¿ and ¿balloon difficult to inflate¿.

Event description:
It was reported that during the procedure, 70% of the contrast agent leaked from the tip of the subject balloon, preventing balloon inflation. The balloon was replaced, and the procedure was completed successfully with no clinical consequences to the patient.